Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level in 40 mg/dl range. Bg cause was not known. Customer consumed glucose tablets and juice to address bg. Review of the pump data log by tandem technical support verified the pump was working as intended. Customer acknowledged the information.